Event description:
It was reported that the gastrointestinal videoscope exhibited incompatible scope error e315 and scope communication error e216. The issue was identified when inspected during set up before the patient entered the room. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of investigation, since the reported failure could not be confirmed, the most probable cause of the malfunction could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.